Event description:
It was reported during an in clinic device check, that the patient's right ventricular lead exhibited high defibrillation impedance. The lead chronically had high defibrillation impedance and it was suspected to be caused by scar tissue. Programming changes were made to address the anomaly. The patient was in stable condition.